Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user missed a meal announcement on the ilet bionic pancreas, then navigated to the fill-tubing screen and, while still connected, delivered approximately 0.9 units of insulin; the user received education on proper meal announcement workflow and the purpose of the fill-tubing feature. Symptoms included dizziness and lightheadedness associated with hyperglycemia, with a reported peak blood glucose of 243 mg/dl and an elevated period of about four hours. Outcomes included no alerts for prolonged severe hyperglycemia, no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention or hospitalization. Investigation included a review of user-reported history, device use, and troubleshooting with education. Investigation of this case revealed user interaction error resulting in a missed meal announcement and an unintended insulin delivery while connected. It was concluded that the device performed as designed and that user education addressed the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.